Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations e1 (event site name) is (B)(6).

Event description:
It was reported by the customer that during treatment, cardiosave intra-aortic balloon pump (iabp) suspected blood intrusion due to balloon rupture. A gas loss alarm was issued and blood was found in the tube, so it was determined that there was a balloon rupture and iabp therapy was discontinued.

Event description:
It was reported by the customer that during treatment, cardiosave intra-aortic balloon pump (iabp) suspected blood intrusion due to balloon rupture. A gas loss alarm was issued and blood was found in the tube, so it was determined that there was a balloon rupture and iabp therapy was discontinued. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to find traces of blood within the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields - a2, a3a, a4, b4, g3, g6, h2, h11.